Event description:
It was reported that 14 days after a coronary drug eluting stenting treatment procedure, the pt expired. The physician implanted a taxus express2 8.8% 2.75 x 20 mm drug eluting stent in an unk vessel. The pt returned to the cath lab 14 days later with angina. The pt received CPR but died before any intervention could be done. The cause of death is unk. Additional info has been requested.